Manufacturer narrative:
Additional info: d.11

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on an orthopedic unit.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on an orthopedic unit.

Manufacturer narrative:
Additional info: g.3

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on an orthopedic unit.